Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in patient auto deactivated mode. A technical support specialist (tss) investigated the issue and found that, on the med bank side, the rde messages had been received, and a patient identifier was present as a patient medication order. Customer was informed that if patient data could be pushed from framework to med bank, the patient and medication orders would appear as expected. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patients order were automatically deactivated in the system despite remaining active in myql. There were no delay or adverse events or injuries reported based on this event.